Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Capture failure occurred 3 hours after implantation of the subject pacemaker with a vega r58 ventricular lead. The lead was repositioned, but capture failure occurred again. The lead and the pacemaker were explanted.

Event description:
Capture failure occurred 3 hours after implantation of the subject pacemaker with a vega r58 ventricular lead. The lead was repositioned, but capture failure occurred again. The lead and the pacemaker were explanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.

Event description:
Capture failure occurred 3 hours after implantation of the subject pacemaker with a vega r58 ventricular lead. The lead was repositioned, but capture failure occurred again. The lead and the pacemaker were explanted.